Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This event is for an additional surgery for patellar pain. During the initial surgery, no patella component was implanted; therefore, this event is indicating the surgery was revise the native patella with a patellar implant. As no patellar component was implanted during the allegation of patellar pain, this is not considered a serious injury.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This event is for an additional surgery for patellar pain. During the initial surgery, no patella component was implanted; therefore, this event is indicating the surgery was revise the native patella with a patellar implant. As no patellar component was implanted during the allegation of patellar pain, this is not considered a serious injury.

Event description:
It was reported patient underwent a revision procedure fourteen months post implantation due to patellar pain. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: palacos r+gentamicine, catalog #: 66017747, lot #: unknown. Biomet cc cruciate tray 71mm, catalog #: 141233, lot #: 957280. Vngd ps tib brg 12x71/75mm, catalog #: 183642, lot #: 594480. G2: netherlands. H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.